Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a shock therapy which appeared to be appropriate for arrhythmia, however, weird noise was noted on all channels. Boston scientific technical services (ts) assessed and there were episodes noted a large noise signal on the right atrial (ra) lead and shock electrogram (egm) post shock. Ts suggested to do isometrics and take serial impedances. The pace and shock impedance were stable while performing isometrics and no noise was noted on the right ventricular (rv) lead pace or sense channel. The field representative increased the atrial sensitivity to 1.o milli volts and turned off the rythmiq. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.